Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturer representative regarding a patient with (B)(6) phase of the peak, complicated by paravertebral and epidural flow abscess as pre-op diagnosis. The patient had medical history of (B)(6) of bones and joints (B)(6). Chronic viral (B)(6) of minimal activity. The disease caused by (B)(6), manifestations of mycobacterial infection (B)(6) infection. It was reported that legacy rod broke. The rod was implanted on (B)(6) 2019. The product will not be returned as it is implanted. Patient reported pain as a result of the event. Revision surgery will be conducted for explant. There were no further complications reported.